Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident and customer¿s other blood glucose was 225 mg/dl. The customer was treated with food. The customer also report the insulin flow blocked alarm and customer states the insulin exited. The customer did not provide details regarding symptoms of low blood glucose. The insulin pump will not be returned for analysis.